Event description:
A patient with an approximately 2 cm supra-orbital tumor on the left side, underwent a tumor resection. After resection, 3cc's of kryptonite material was under-filled as a filler in a putty phase. Approximately 6 months after the surgery, the patient complained of high pressure on his left orbital cavity. After comparing a new CT with the immediate post-op CT, it was observed that the kryptonite material increased in volume and is now placing pressure on the eye.

Manufacturer narrative:
The tested kryptonite material performance was consistent with expectation and does not suggest a non-conformance. There were no observed noticeable differences (e.g., viscosity, mixing, expansion, etc.) With the suspect kits. The kryptonite materials performance, as described in this event, was consistent with product expectation in that expansion is documented with the IFU as well as a known product feature. It is important to note that the magnitude of expansion may increase or decrease depending on a number of factors including the volume of material applied, ambient humidity, the amount of blood present, or ambient temperatures.